Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that about a week ago, in (B)(6) 2017, their therapy started ¿acting haywire.¿ it was stated that they changed the (B)(6) batteries in their programmer and ¿everything went back to normal,¿ it was working fine and the issue was resolved. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that patient did not know if it was working or not, or if it was set right. Patient had to tell themselves to go to the bathroom more than their device did. Patient stated they got the urge but did not always go when they had the urge and that it screwed up their morning. The first thing patient had to do is go to the bathroom and the second they ate something they had to go to the bathroom and the only way to avoid that was to eat mid-afternoon. No further complications were reported.